Manufacturer narrative:
Common device name: cure ultra® ready-to-use catheter for men. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
End user reports "at the beginning of the month he had a uti which he said "he doesn't get many of." He also thinks this occurred because of his anatomy as recently also his channel has been feeling tighter to pass his normal 16 fr size catheter through in general which started prior to his uti. Some resistance also noted and some discomfort noted when cathing as well in general with 16fr. Denies pain. He thinks he may need a smaller catheter. He is not sure if this was further aggravated because not enough lubrication on some catheters he had started using at that time. His uti symptoms were burning and pressure. He had to do a urine test and an get antibiotics course in order for symptoms to go away." End user was advised not to use catheters without sufficient lubrication.